Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2008, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, a computed tomography scan revealed a suspected proximal type I endoleak. It is unknown whether aneurysm enlargement was present. On (B)(6) 2015, follow-up angiography confirmed a proximal type I endoleak. According to the physician, the endoleak was the result of proximal neck dilatation caused by aneurysmal disease progression. The patient was implanted with a gore® excluder® aortic extender component to treat the type I leak. The endoleak was resolved, and the patient tolerated the procedure.